Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The following cosmetic damage was also found on the pump: minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 224 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that he was at school for a couple hours and that the pump may have overheated. He mentioned that the button error occurred two weeks ago and that the pump resumed normal function once he removed the battery. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.